Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential for adverse consequences due to arcing caused by a breach in insulation.

Event description:
It was reported that there was a potential for adverse consequences due to arcing caused by a breach in insulation.

Manufacturer narrative:
Product was received in-house at stryker endoscopy and was lost prior it to being investigated therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: arcing. Probable root cause: generator power malfunction; material/design error; conductive irrigant used; manufacturing / assembly error; user error h3 other text : 81.